Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced a fall. Following the fall the patient experienced ineffective stimulation as the leads were migrated (x-rays confirmed). Subsequently, the scs system was explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively. The patient received two leads with a same lot number.

Manufacturer narrative:
Manufacturer¿s evaluation: the complaint of lead migration could not be confirmed via laboratory testing.